Manufacturer narrative:
Title: comparison of sleeve gastrectomy and roux-en-y gastric bypass after failure of gastric banding: a two-center study with a propensity score-matched analysis source: surgical endoscopy (2021) 35:3513¿3522 https://doi.org/10.1007/s00464-020-07809-9. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study compared outcomes of patients who underwent sleeve gastrectomy or roux-en-y gastric bypass after failure of gastric banding surgery between january 2006 and december 2017. Stapling was performed in the sleeve gastrectomy procedure using a linear endoscopic stapler with 3.5-mm blue reloads, 4.8-mm green reloads or tri-staple reloads. There were 186 patients who underwent sleeve gastrectomy. Complications included: leaks, bleeding, hematoma, abdominal drainage and stenosis/stricture. Reoperations were required to treat leaks and bleeding. Conversion to open procedure was reported though cause was not listed. Complications that occurred in the roux-en-y group were not related to the device.